Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2016 with the following findings: during investigation, the pump powered on with a blank display screen. The auditory and vibration features functioned normally. Testing for a dim, fading display issue was not able to be adequately investigated due to the blank display. The pump¿s cover was removed and the display screen was found damaged and cracked a test display screen was installed and the display was found to function properly. Unrelated to the complaint of the display issue, investigation revealed a cs 069 alarm that would not clear occurred. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.